Event description:
Rptr described event as follows: during a code in the e.r. A nurse saw a syringe with a needle attached laying on a table. The nurse picked up this needle/syringe that had been used to draw abgs and placed it in the lid/door of the wall mounted sharps container. The nurse reportedly lifted the lid/door to dispose of the sharp and somehow rec'd a needlestick.